Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 20 synergy¿ drug-eluting stent, the stent also got separated when the protector sheath was removed. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.